Event description:
According to the reporter, the catheter was used for more than one month and the luer adapter (arterial) ruptured. The catheter was repaired. There was a leak and crack observed in the red (arterial) luer adapter. There was no instrument used to loosen or tighten the product, and there was no cleaning agent(s) used on the product. Tego was not utilized. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the luer adapter was leaking, cracked or broken. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was used for more than one month and the luer adapter (arterial) ruptured. Prior to use, there was a crack observed in the red (arterial) luer adapter. Aside from the crack, there were no other defects found where the leak was observed. There was no instrument used to loosen or tighten the product, and there was no cleaning agent(s) used on the product. Tego was not utilized. The catheter was explanted and was replaced with another one with a different product ID on the same day of the event. The procedure was completed after the remedial action. There was no treatment required due to the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.